Event description:
It was reported that a drop in battery was noted when it comes to this device from 69% in may 2019 to 14% in april 2020. A review by engineering noted the battery usage had increase abnormally, consistent with a degradation of a component due to hydrogen in the enclosed device case. The device was malfunction, and should be explanted and returned. The battery count appeared to be increasing, and should have enough capacity to support therapy for sixty days. This device was subsequently explanted and will be returned. No adverse patient effects were reported.

Manufacturer narrative:
The returned s-ICD was analyzed and a review of the device memory revealed no system errors and that the power consumption had been gradually increasing over time. A higher than normal current drain was observed during testing. Comprehensive electrical testing isolated the high current condition to a degraded low voltage capacitor. Testing confirmed the compromised capacitor caused a high current drain condition. Based on the extensive testing performed, engineers concluded that the leakage characteristics of this compromised capacitor were caused by exposure to hydrogen gas within the pulse generator case.

Event description:
It was reported that a drop in battery was noted when it comes to this device from 69% in (B)(6) 2019 to 14% in (B)(6) 2020. A review by engineering noted the battery usage had increase abnormally, consistent with a degradation of a component due to hydrogen in the enclosed device case. The device was malfunction, and should be explanted and returned. The battery count appeared to be increasing, and should have enough capacity to support therapy for sixty days. This device was subsequently explanted and returned. No adverse patient effects were reported.